Event description:
It was reported that one month after implant the patient returned for follow-up and there was no pacing on the left ventricular (lv) lead. X-ray showed the lead had dislodged from its original position with the tip of the lead retracted to near the clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the u.s and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).